Event description:
Anchor found loose after stamey proceudre. The anchor was removed in a second procedure. The pt had developed and was treated for a bacterioded fragilis infection at the implant site.